Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited increasing/ high impedance. It was found that the lead had been damaged and was repaired at the point of damage. The lead was partially explanted but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had broken and exhibited high resistance. The lead was partially repaired. No patient complications have been reported as a result of this event.